Event description:
A customer contacted baxter's service center regarding a check patient line alarm, which occurred on the homechoice (hc) during drain 4/4, during troubleshooting of the alarm the home patient (hp) stated that they usually disconnect themselves in the dwell cycle and wait for the drain to start and check patient line alarm to sound to let him know it was time to reconnect. The technical service representative (tsr) explained that compromises the supplies when they did that and advised him not to do that in the future. The tsr advised the hp to end therapy and call the registered nurse (rn) in the next 24 hours to let her know what they had been doing. The tsr reviewed proper aseptic disconnections procedure, and then walked the hp through ending therapy procedure. The hp stated that no air got into the line. The hp would finish manually. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.